Event description:
It was reported that the patient has a ceramic on ceramic total hip inserted 4 years ago. The stem looked to be accolade 1 stem in the x-ray film. Surgeon indicated there was a squeaking noise. Additional information provided by the sales rep on (B)(6), 2014 indicated that at the revision, the titanium housing of the ceramic liner and the acetabular cup were found to have a hole. The ceramic head was intact.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Manufacturer narrative:
An event regarding audible noise involving a trident shell was reported. The event was confirmed. Device evaluation not performed as no items were returned. A review of the provided medical records and x-ray by a clinical consultant could not determine a root cause for the reported event. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the reported lot. The exact cause of the event could not be determined as insufficient information was provided.

Event description:
It was reported that the patient has a ceramic on ceramic total hip inserted 4 years ago. The stem looked to be accolade 1 stem in the x-ray film. Surgeon indicated there was a squeaking noise. Additional information provided by the sales rep on july 8, 2014 indicated that at the revision, the titanium housing of the ceramic liner and the acetabular cup were found to have a hole. The ceramic head was intact. Note by investigator: pictures of the reported devices showed that the ceramic liner had fractured.